Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. The customer stated: "the safety shield was shorter in length and did not completely cover the needle."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. The customer stated: "the safety shield was shorter in length and did not completely cover the needle."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper eclipse shield dimension was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode improper eclipse shield dimension. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.